Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Inratio: 5.1, reference: 3.6, mean: 4.35, confidence limits: 2.4-6.1; 3.1 inr result was excluded from comparison test since no corresponding reference or repeated inratio value was provided. Analysis of customer's data revealed that inratio and refence test result comparison did meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. (B)(4). Action threshold (B)(4) was reached. Strip lot # 243104 has strip code z45bu with brick lot # 246544, which was assigned and packaged into two strip lots (243104 and 251117). (B)(4). Due to this low occurrence rate, below the total complaint threshold of (B)(4) for corrective action, no further action is required. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 5.1, lab: 3.6. Date: (B)(6) 2011, 3.1. Pt's therapeutic range: 2.0-3.0 inr.